Manufacturer narrative:
UDI section is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had physical damage and the air mix control was broken off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One ventilator device was received for investigation. During visual inspection the reported issue was confirmed when the device was observed to have its air mix control shaft broken, battery holder cracked and the patient connector was loose. The investigation attributed the root cause of this condition to damage caused by user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history confirmed this device has been serviced previously for an unrelated purpose. The damaged flow block and air mix knob was replaced and the patient connector was tightened. The device was recalibrated, components were refurbished, and preventative maintenance was performed.